Event description:
Rec'd a report that the site's hp handheld computer would not boot up past a dark screen with "bf0208" listed in white letters, indicating a possible software malfunction. Resetting the computer would not allow the user to proceed past the screen. The handheld computer and software have not been returned for prod analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.